Event description:
Sheath marker fell off sheath in the coronary sinus while attempting to implant a lead. A new sheath was obtained and again the sheath marker fell off sheath while attempting to implant a lead.